Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Stenosis is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x33mm xience prime stent was implanted in the proximal left anterior descending coronary artery on (B)(6) 2014. In (B)(6) of 2016 the patient was re-hospitalized and an unspecified stent was implanted to treat re-stenosis. The patient was discharged from the hospital in (B)(6) 2016. No additional information was provided.